Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported that she had pain in leg, buttock and thigh. Patient thought when she was taped up, the lead moved and bumped a nerve. She already had the lead removed. It was unknown if issue was resolved at time of the report. Patient status was noted as alive, no injury.